Event description:
It was reported that the 9800 system had physicist discrepancy, the kv was too high. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The kv was adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.